Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired due to infection. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. Driveline infection, local infection, and pump pocket infection are listed in the heartmate ii lvas IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the heartmate ii lvas IFU, including those entitled ¿caring for the driveline exit site¿ and ¿controlling infection'. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had been on hospice since around (B)(6) 2016. The patient requested hospice due to failure to thrive, weakness, and incontinence.